Event description:
A customer observed lower than expected dgxn quality control results from omnicore qc fluids when using vitros chemistry products dgxn slides on a vitros 5600 integrated system. Omnicore l2: dgxn result 0.55 ng/ml vs. Expected result 1.68 ng/ml. Omnicore l3: dgxn results 0.58, 0.47, <0.4, <0.4, 0.51 ng/ml vs. Expected result 2.00 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were processed on this analyzer; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number three of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number 31864171/ivd 339516.

Manufacturer narrative:
The investigation confirmed that lower than expected dgxn quality control results were obtained from omnicore qc fluids when using vitros chemistry products dgxn slides on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. The omnicore quality control fluids could not be ruled out as a contributing factor. The investigation found no evidence to suggest unexpected vitros dgxn slide or vitros 5600 instrument performance contributed to the event.